Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 00002600 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a ventricular tachycardia cardiac ablation procedure with a vizigo sheath and a hemostatic valve leakage issue was observed. The hemostatic valve of vizigo sheath was damaged approximately 4 hours after the start of the procedure, when the optrell catheter was inserted into the patient¿s body. Since there was only one deflectable sheath l-curve for lending, it was replaced with agilisl. The procedure was completed without patient consequence. Additional information was received on 17-apr-2025. The sheath was being used on the patient. No air entered the patient¿s body. No blood return was observed. No needle was involved in the alleged event. Additional information was received on 24-apr-2025. Blood leakage from the vizigo hemostatic valve was found. The brim cap / hub did not become detached from the sheath. This event was originally considered non-reportable, however, bwi became aware on 24-apr-2025 of blood leakage from the hemostatic valve and have reassessed the event as reportable. The awareness date for this record is 24-apr-2025.